Event description:
It was reported that this patient underwent a surgical procedure during which the tactra malleable penile prosthesis was removed for unspecified reasons. The patient was then implanted with an inflatable penile prosthesis (ipp). A patient status was not reported.